Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported that her battery turned off automatically when lying on her side. She did not press anything on her remotes to make this happen. When the battery turned off, her pain would return. Interventions were noted as a planned replacement. It was noted that this happened soon after implant, but was found to be an education issue and also positional stimulation. Since then, the consumer stated it was still occurring and was convinced the battery was turning off automatically and had videoed it happening. She was brought to the doctor's room, but it did not turn off while she was there. The consumer asked to wait in consultation room for a number of hours to see if the battery turned itself off. Now the doctor's assumption was that the battery was faulty. The cause is unknown; however, the battery was replaced and would be sent for investigation.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.